Event description:
It was reported that patient passed away. The patient's relative returned equipment to clinic. Log files were submitted for review. The event log captured a couple no external power events on 23oct2024 at 23:04 and again at 23:33. It appeared that both power leads were disconnected at the same time enabling the emergency backup battery (ebb) in the system controller until power was restored to the controller. The first event lasted around 5 seconds and the other event lasted around 4 seconds. There was low voltage advisory noted on (B)(6) 2024 at 23:56 when switched from the mobile power unit (mpu) to battery due to one of the batteries having low charge. The log file also noted low voltage hazard events starting on (B)(6) 2024 at 00:56, due to one battery at almost depletion and the other power lead showing disconnected. This continued until 02:27, that same day, when ¿no external power¿ events were noted, and the ventricular assist device (vad) ran at the low limit of 5100 rpm while the ebb was used. These events continued until the backup battery was depleted and the vad turned off at 04:29. A few transient controller internal fault events were noted in the log during these ¿no external power¿ events. The patient's cause of death was unknown and it was unknown if the patient's death was related to the events captured in the log files, although it was reported that the device operated as expected. It was later reported that the log file captured atypical low voltage advisory and power cable disconnect alarms on (B)(6) 2024 from 23:56:55 to 23:57:20 due to a loss of external power while the system controller¿s white power lead was connected to the mobile power unit. The black power cable was connected to a 14v battery during the loss of external power to the mpu. It was reported that the mpu had a v-lock connector on the ac power cord. It was also said that it was unknown if the ac power cord came loose at the wall outlet, or from the back of the unit and if there were any environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 23oct2024 ¿ 25oct2024 were reviewed. The log file captured atypical low voltage advisory and power cable disconnect alarms on (B)(6) 2024 from 23:56:55 to 23:57:20 due to a loss of external power while the system controller¿s white power lead was connected to the mobile power unit (mpu). During the loss of external power to the white power lead, the black power lead was connected to a partially charged 14v battery, which supported the system without any issues. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that it was not known if the ac power cord became disconnected from the wall outlet or from the back of the unit, or if there were environmental circumstances that would have affected ac power at the time of the event. It was also noted that the mpu has a v-lock connector on the ac power cord. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2018. Heartmate 3 instructions for use, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.